Manufacturer narrative:
Batch reviews performed on (B)(6) 2017. Lot 141448: (B)(4) items manufactured and released on (B)(6) 2016. Expiration date: 2019-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-primary tibial insert uc fixed size 6 / 12 mm, code (B)(4), lot. 103162 (k090988); (B)(4) items manufactured and released on (B)(6) 2010. Expiration date: 2015-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The patient came in due to signs of infection. The infection is confirmed as staphylococcus. The surgeon revised the femur and the liner. The surgery was completed successfully. X-rays and explants are not available.